Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported coronary artery dissection was procedure related.

Event description:
During a ventricular tachycardia ablation procedure, a coronary artery dissection occurred. Following the procedure the patient developed chest pain and a left main coronary artery dissection was identified. Percutaneous dilatation of the left main coronary artery was performed to stabilize and treat the patient. There were no performance issues with any sjm device.